Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to ic u23 on the main pcb assembly. Component lead number 4 was not soldered to the circuit board solder pad and caused a failure of the patient impedance circuit and resulted in the device rendering a 'no shock advised' decision following an automated ECG rhythm analysis, regardless of whether the analyzed ECG rhythm was shockable or not. The main pcb assembly will be replaced and the device will be returned to the customer.

Event description:
The device was used on a person found unresponsive and not breathing. The patient had not been seen for approximately 12 hours, prior to being found by a neighbor who was checking up on him. The device was used to analyze the patient's ECG rhythm. No shock was advised. The patient was transported to the emergency room. The patient was not resuscitated. The reporter indicated that, the patient's outcome was not adversely affected by the performance of the device. This opinion was based on an assessment of the patient's condition at the time of the event. After the device was returned to medtronic for evaluation, it was determined that the device would not advise a shock when analyzing a shockable ECG rhythm.